Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that around (B)(6) 2019 the patient started to have trouble with the ins. It was explained that when the patient moved they would feel twitching and pinching and pain in their calf, which had progressed to full blown pain. The patient could not stand the pain anymore and reported it was "chronic". The patient had been to the emergency room three times already, but they couldn't do anything for the patient other than give the patient something for the pain. The patient did turn off the ins, but they were still hurting. The caller asked if the lead could be the issue. It was noted the patient had seen their vein specialist because they have vascular disease, but the vein specialist told the patient these symptoms would not coming from the veins but believed could be coming from the ins or the leads. They were redirected to the doctor. It was noted the patient had an appointment with the nurse practitioner scheduled for (B)(6) 2019. The patient was possibly going to go see their referring pain management doctor as well. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient's leads were very far apart. The patient said they had an extreme amount of scar tissue. The patient said the old ins was removed and replaced, but only one lead could be placed due to scar tissue. The patient said that she was still having problems with her left leg behind her knee. The patient said they had so much pinching, twitching, and pain with movement. The patient believed they may need to get it taken out completely. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that there were no circumstances hat may have led to the issue. The patient said the ins was faulty. The patient said that the issue was not resolved and it had gotten worse. The patient said they could barely walk. The hcp planned to remove the old ins and possibly replace it with a new one. No further complications were reported.